Event description:
It was reported that on (B)(6) 2011, a non-abbott 2.5x14 stent was implanted in the mid left anterior descending artery (lad). On (B)(6) 2011, a non-abbott 2.5 x 14 stent was implanted in the distal left circumflex artery (lcx) or in the intermediate artery. On (B)(6) 2011, the patient presented with chest pain and was taken by ambulance to the hospital. Angiography confirmed 99% restenosis in the non-abbott stent in the mid lad. Percutaneous coronary intervention was performed and a 2.5 x 23 xience v stent was implanted. Decreased cardiac function was observed. An intra-aortic balloon pump (iabp) was placed and the patient was transferred to the intensive care unit. On (B)(6) 2011, the iabp was removed. On (B)(6) 2011, the patient presented with shock liver (ischemic hepatitis). On (B)(6) 2011, the patient presented with acute kidney failure and hemodialysis was performed. On (B)(6) 2011, tracheal intubation was performed. On (B)(6) 2011, the patient presented with disseminated intravascular coagulation and the patient died. Per the physician, this event was related to the non-abbott stent restenosis. Due to the delayed visit to the doctor, the patient's symptoms worsened and cardiogenic shock occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of ischemia, renal failure, heart failure, cardiogenic shock, thrombosis, and death are listed in the japan xience v everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the device was implanted to treat a restenosed, previously stented lesion. It should be noted that the IFU states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions.